Event description:
Per the clinic, the patient experienced head injury at the implant side due to a fall. The wounded area was treated with topical antibiotic and salve (specific date and duration not reported); however, the symptoms did not resolve. The implanted device eroded through his scalp, exposing the receiver/stimulator along with skin inflammation and erosion around the implant site (specific date not reported). Subsequently, the patient developed an infection, skin breakdown and skin necrosis at the implant site (specific date not reported). The patient was hospitalized for an IV antibiotic treatment for a duration of three days (specific date not reported). Following that, the patient was treated with oral antibiotics for two weeks (specific date not reported). The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device on (B)(6) 2023, on the contralateral side.